Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unable to time error message. There was no harm reported.

Manufacturer narrative:
It was reported that the cs300 intra-aortic balloon pump (iabp) had unable to time error msg. It is unknown under which circumstances the event took place. However, there was no harm reported to patient. A getinge field service engineer (fse) evaluated the unit and was unable to duplicate the reported failure. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Event description:
N/a.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.